Manufacturer narrative:
The device was not returned. Additional information has been requested and if received will be provided in a supplemental report. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. Device not returned.

Event description:
It was reported that patient has red bumps around ankles and pain and discomfort. Additional information received from legal on 03/19/2018: plaintiff alleges the right rejuvenate hip implanted on or about (B)(6) 2010 failed causing pain and elevated metal ion levels, which has not yet required a revision. Update 05/jun/2018: sales rep reported patient's right hip was revised due to pain. The surgeon reported that the shell had loosened and spun, causing a limb length discrepancy and muscle contracture. Rep observed and surgeon reported no wear or anything of note with the femoral components. Due to patient's poor bone quality, patient was revised to a competitor cage with a stryker liner and a femoral spacer with the plan to re-measure the patient for permanent implants. Sales rep said she would be able to supply additional device information.